Event description:
Drug/diluent: bupivacaine 0.5%, fill volume: unknown, flow rate: 2.0 ml/hr, procedure: hernia repair, cathplace: unknown. Adverse event: pt's fiance reported that the pt 48 hours into the infusion the pt began "sweating, had numbness in his hands and feet, dizziness, light-headedness, and blurred vision". The pt had an on-q: fixed flow rate pump. They went to the e.r., and the infusion were continued until it was complete. Pt's fiance alleged that the pt became very ill and had drug-induced (B)(4). She stated that she did not think anything was going wrong with the pump at the time. The pump is not available for return. Pt contact: yes. Adverse event: yes, event date: (B)(6) 2011 (date was unspecified), hospital location and physician was not identified.

Manufacturer narrative:
Method: the sample will not be returned. Results: a thorough investigation could not be conducted with the information provided. Phone number given belonged to the initial reporter. User facility, physician's information and address of pt was requested but not provided. Conclusions: to date the initial reporter has been unresponsive to I-flow's request for additional information. If additional information pertinent to this event becomes available, I-flow will submit a follow-up report. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.